Event description:
It was reported that the patient underwent a sling procedure in 2006. The patient expired two days postoperative after septic shock. An autopsy has been performed but the results have not been made available.